Event description:
It was reported to boston scientific corporation that a jagtome rx 39 was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During the procedure, upon energization, the cutting wire broke off into the patient. It was reported that the detached cutting wire was successfully retrieved using a rescue net. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Imdrf impact code f2301 captures the reportable event of additional device required (rescue net).